Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the stapler fired with poor stapler formation. The surgeon opened and used another stapler over the previous one w/o any issues to correct the problem. Unanticipated tissue loss occurred due to the event.